Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. The analyst commented that on (B)(6) 2016 right ventricular (rv) lead undersensing is observed in save to disk electrograms.

Event description:
It was also reported that the patient's physician suggested that a pace on a t-wave due to undersensing during post shock pacing induced a slow ventricular tachycardia (vt)/vf episode outside the programmed detection zone that the patient did not survive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received therapy for ventricular fibrillation (vf) and later passed away. Review of patient data from the time of therapy showed vf with under sensed beats. The patient's cause of death is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.